Event description:
This case was reported by a consumer (pt's son) and described the occurrence of vomiting in a male pt (age unk) who rec'd double salt denture cleanser (polident denture cleanser) tablet for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt mistakenly swallowed 5/6 tablets of double salt denture cleanser (maladministration/overdose). On (B)(6) 2012, the pt experienced vomiting. The pt has been sent to the emergency room (ER) on two occasions and the case was considered clinically significant (or requiring intervention). The pt's physician was concerned that the double salt denture cleanser may cause a chemical burn of the oesophagus. On an unk date treatment with double salt denture cleanser was discontinued. On an unk date the event resolved.

Manufacturer narrative:
Polident denture cleanser tablets are manufactured in (B)(4), and neither the lot number nor the product was available. (B)(4).